Event description:
Information was received indicating that this ambulatory infusion pump exhibited no sound. No adverse patient effects were reported.

Manufacturer narrative:
One cadd prizm pump was returned for analysis. Visual inspection performed and product found to be in good condition with a scratched screen. Customer's complaint of no sound was verified. The event log did not show the error. Service will replace the piezo to correct the problem wiht the device. Use testing was performed. The problem source is the defective component of the piezo.

Event description:
Additional information received from customer: event date and no patient involvement.